Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. No further information was provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: a review of the black box did not show any evidence of any ¿loss of prime¿ warnings. The pump successfully completed rewind, load, and prime steps and a 24 hour duration test with no errors, alarms, or warnings occurred. The force sensor calibration was found to be within specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.